Event description:
A hosp materials coordinator reported that three gray high frequency cables were removed from service for various reasons prior to pt procedures. Two of the cables arced and one cable "popped," smoked and flamed when they were tested by hosp personnel. In each case, the pts were in the procedure rooms but were not affected by the various occurrences.